Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The flash memory was cleared during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had an interlock error after the fast stop was inadvertently pressed. No pt injury was reported.